Manufacturer narrative:
Approximate age of device: 3 years, 5 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. On (B)(6) 2016, the patient was seen in the clinic and driveline fault alarms were observed in the system controller history. The driveline fault alarm was manually cleared; however, the alarm returned thirty minutes later. The primary system controller was exchanged for the backup system controller. On (B)(6) 2016, the driveline fault alarms reoccurred. The patient remained asymptomatic. On 09/02/2016, the manufacturer's technical services representatives completed a driveline evaluation and electrical continuity testing failed. A distal end percutaneous lead (driveline) replacement was performed. The driveline passed testing after the replacement procedure. No further events have been reported.

Manufacturer narrative:
A distal end percutaneous lead (lead) replacement was performed on (B)(6) 2016 and approximately 18 inches of the external portion of the lead was returned for evaluation. Electrical continuity testing revealed a discontinuity in the black wire. Breakdown of the metal shielding was identified at the metal connector. Visual inspection identified a fracture in the black wire at the metal connector. The damage appeared to be consistent with fatigue damage due to repetitive movement of the wire at this location. As a result of the damage to the insulation, the underlying black wire conductor was exposed. The reported driveline fault alarms would have occurred as a result of the black wire fracture. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.